Event description:
Unable to locate films on mckesson system. Patient was done in catheter lab. Work order put into is, but there was an error message on the computer during this time. The films could not be transferred over until the error message was cleared. Once the error message was corrected, the films were available. All films for this patient are present. There is a process in place so that this will not happen. Films are to be checked daily to be sure they have transferred over to mckesson. Any missing films due to error messages should be addressed in real time. Cath lab assistant nurse manager huddled with team members regarding this process and to be sure that they are following it daily and with all cases.